Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon fired the stapler and upon inspection, it had stapled on one side (pouch) and not on the other (distal stomach). It left a 35cm length opening on the distal stomach. Surgeon oversewed the area and then completed the case. There was no pt consequence, but there was a delay of approximately 45 minutes to resolve the issue.